Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6)2010, the pt was implanted with an scs system. On (B)(6)2010, it was reported that the pt was without his walker and felt a weakness in his legs and fell. The pt contacted the sales rep and inquired if the device could have caused the event. On (B)(6)2010, the doctor informed the sales rep that he did not believe the device caused the pt's fall and that the pt was referred to a neurologist.